Event description:
Event description guidant received information that this pacemaker has a stored episode of ventricular tachycardia that is most likely intermittent ventricular loss of capture. The patient did not have symptoms at time of storage. The ventricular thresholds are 3.1 volts and the impedances are good and stable.